Event description:
The st. Jude medical rep reported that the ICD presented with t-wave oversensing and a decrease in r-wave amplitude. X-ray revealed no sign of dislodgement, therfore the condition of the lead is suspected.